Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand and no information provided regarding impact to customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer declined to reset pump while on call, stated knowledge of reset process, and was advised by technical support to reset pump independently and call back if issue persisted.